Event description:
The nurse alleged that the patient fell out of the bed during the night due to the left intermediate side rail unlatching when the patient rolled onto it. No injury reported.

Manufacturer narrative:
The technician investigated the incident and the nurse stated that there was no witness to the event. The patient claimed they fell out of the bed during the night while asleep when the morning nurse came in. The patient was not injured and climbed back into the bed and went back to sleep. The nurse could not recall if the siderails were raised or lowered the next morning. The technician found no issue with the side rails and all side rails functioned as designed.